Event description:
Customer reported issues with inserting the enlite sensor. The customer stated the serter was not releasing the needle hub. The customer's blood glucose was 512 mg/dl. Troubleshooting advised the customer to not push hard into body between button presses. The customer was advised that there may be issues with the hub or serter. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.